Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to an investigative report via online published by hunterbrook media, a patient experienced stroke-like symptoms around or on (B)(6) 2025 and an event allegedly linked to a failure of an unspecified continuous glucose monitoring (cgm) device and insulin pump used in a modified closed-loop system. The report, based on a statement from the patient¿s spouse, claims that the device failed to alert the patient to dangerously low blood glucose levels. As a result, the pump continued to deliver insulin when it was not needed, leading to the patient becoming comatose. The patient¿s identity was not disclosed in the article, and no follow-up information was available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.